Event description:
This report is being filed upon notification from our x-ray manufacturer in (B)(4) to submit this event that happened in (B)(6). Problem: randomly during x-ray examinations, when using the autopush transfer to server, the x-ray system suddenly locked-up. The exact date of event is not known.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.